Manufacturer narrative:
(B)(4). Attempts were made to gather thorough event information during complaint processing; the physician commented that in his opinion the tip rupture of the catheter was caused because the tip was caught by the stent. The patient had been fine and would be discharged soon. The returned microcatheter had its tip separated. There was no notable deformity found on the catheter shaft. When the tip rupture site was observed in the magnified view, a trace of twist was found on the tip root and catheter lumen was narrowed. Two guidewires (referred to as guidewire a as one that used to cross the lesion and guidewire b as one that used to retrieve the tip fragment) were also returned and observed. The guidewires were tangled together approximately 40 - 230 mm from the tip. On approximately 40 mm from the tip of guidewire a, the catheter's tip fragment was attached. At approximately 80 mm from the guidewires, the embedded stent was attached. The catheter tip fragment was observed and found being twisted so that the diameter of the tip was narrowed. The stent was also twisted as guidewire a was passing through stent struts. Guidewire a had its coil wire loosened. Both guidewires a and b remained unfractured. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the obtained information and investigation outcome, it was concluded that rotational force exceeding the product's design limit was inadvertently applied while the catheter tip was trapped by the embedded stent. The guidewire that was used to cross the lesion was passing through the stent struts and led the catheter to be caught by the stent struts. There was no indication of product deficiency. The IFU states that: - [warnings] do not rotate this microcatheter in any situation. (Rotating this microcatheter may cause damage to the microcatheter, and may also damage the blood vessel.); - [warnings] do not insert or withdraw this microcatheter into or through stent struts; - [warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter and damage the blood vessel.); and, - [malfunctions] separation.

Event description:
During pci to treat a heavily calcified 90-99% in-stent restenosis and diffused lesion in the lcx #11 through #13 (the stent was embedded in the lcx #11 in 2011), an asahi microcatheter was used to support an asahi 0.014" guidewire. After the guidewire crossed the lesion, the physician attempted to advance the catheter. When the catheter reached to in-stent restenosis, it became trapped by the stent so that the physician pulled it out. The removal maneuver led the tip of catheter to be separated. A snare was used to retrieve the tip fragment, however it went unsuccessful. Another guidewire was advanced in parallel to retrieve the tip fragment. Two guidewires were rotated and captured the tip fragment. When the tip fragment was removed with the guidewires, it was found that the stent embedded in #11 was also removed from the vasculature. Poba was done and the procedure was completed.